Event description:
It was reported that an alert posted to the latitude website indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion (pbd). The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.